Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed. Patient was brought into the clinic and programming changes were made to the device. It was recommended to perform defibrillation testing to ensure appropriate sensing due to the device¿s sensitivity. Patient was stable with no adverse events.

Event description:
New information received on december 27th, 2018 states that non-sustained post-paced t-wave oversensing issue was observed again. Patient was asymptomatic with no adverse events. Patient has not been scheduled for a follow up in clinic visit and the recommended programming changes will be made during a scheduled follow up visit.